Event description:
Healthcare professional reported that the punch was labeled 4.0 mm, but was obviously larger. One punch was thrown away and the other was returned. The punches were part of CABG packs that are assembled by deroyal surgical.